Event description:
Circulator opened irrisept package aseptically to scrub tech. Scrub tech opened outer wrap and hair was noted on the protective ring. Scrub tech passed it back to circulator and changed outer gloves. Hair secured to protective ring with tape where found to prevent loss. Packaging and product with hair saved for or quality.